Manufacturer narrative:
Additional info:d.4;g.5. No product will be returned per customer. The customer complaint of tubing set drip chamber cracked and leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported from the out patient center and blood infusion center that there have been several instances of tubing sets that the drip chamber cracked and leaked during priming. A new tubing set is primed which causes a delay. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to any patient, nor was the tubing set attached to the patients at the time of the event.

Manufacturer narrative:
Additional info: 250ml baxter bag, lot: v19c25b, exp: sep20, 0.9% sodium chloride injection;cap on male luer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were several instances of tubing being cracked and leaked at the blood cancer center. During priming the solution leaked and the line had to be replaced which caused a delay. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.